Manufacturer narrative:
Medwatch submitted on: 03/07/2016. Device history record summary: "according to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4). The reported device was intact at the time of production and met the required specifications."

Event description:
Company representative reported a case of "alcl." Follow-up with health professional finds patient presented with "expanding seroma only," specified as left breast. The seroma was "drained and sent for cytology." There was "severe" capsular contracture", which was later identified as baker grade IV. This was biopsied. Device was explanted. Capsulectomy was performed. Patient is currently ¿seeing haematology/oncology.¿ immunochemistry reported received notes, "positive for cd30¿negative for alk-1.¿ diagnosis of lymphoma alcl has been confirmed. Pathology additionally states ¿chronically inflamed dense fibrous connective tissue¿ and ¿chronic inflammatory cells.¿

Manufacturer narrative:
Medwatch submitted on: 12/29/2015 (B)(4). Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Company representative reported a case of "alcl." Follow-up with health professional finds patient presented with "expanding seroma only," specified as left breast. The seroma was "drained and sent for cytology." There was "severe" capsular contracture", which was later identified as baker grade IV. This was biopsied. Device was explanted. Capsulectomy was performed. Patient is currently "seeing haemotology/oncology."immunochemistry reported received notes, "positive for cd30...negative for alk-1." Diagnosis of lymphoma alcl has been confirmed. Pathology additionally states "chronically inflamed dense fibrous connective tissue" and "chronic inflammatory cells."